Manufacturer narrative:
Inspected three randomly reservoirs. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis.

Event description:
Customer called in to report leaking reservoir. Customer stated leaking was coming from the tubing while priming the insulin pump. Advised to disregard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.